Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 09/23/22 with MFR# 3004753838-2022-176934. The ack2 was received on (B)(6) 2022 by cdrh with coreid: ci1663947651085.5179037@fdslv86004_te1 . Per esg/cdrh email on (B)(6) 2022, ¿ the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of (B)(6) 2022 the issue has not been resolved despite consistent diligence attempts to communicate with esg and cesub. Therefore, this report is being resubmitted under a new MFR# to ensure all required information is received by the FDA. Both initial complaint information received (B)(6) 2022 and the supplemental information received (B)(6) 2022 are included in this submission.